Event description:
It was reported, there were impedances greater than 10,000 ohms on electrode 11. The patient was still getting good coverage with the electrode used. Impedance testing and reprogramming was done. The patient had upper back pain and had hoped the current lead would cover that pain. It was noted, the lead was not placed for that pain. The patient was getting good low back and leg pain relief. Patient also noted their stimulator pocket was painful. The patient had ¿a lot of weight¿ and it looked like the right upper corner of the stimulator pocket was very close to the surface but it had not broken through. The area was not discolored.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37092, lot# 276830001, implanted: 2011 (B)(6); product type accessory product ID 3550-39, lot# n283876, implanted: 2011 (B)(6); product type accessory. (B)(4).